Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Insulin pump was received with broken off the end cap and stained keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked. The customer¿s blood glucose level was 4.8 mmol/l. The bottom right side of insulin pump was damaged. The customer also stated that the reservoir lip ring was not damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.